Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd trucount¿ absolute counting tubes erroneous results have occurred. The following information was provided by the initial reporter: abnormal high results with lot 23128. When did the incident occur? During use. Trucount tubes give either normal or higher results, up to +25%. We have verified the trucount abort to eliminate a problem of undercounting of beads by aborts.

Manufacturer narrative:
This correction report is being sent to correct the previously submitted report 2647876-2023-00591 date received by manufacturer is 15-nov-2023. G4: date received by manufacturer: 15-nov-2023.

Event description:
It was reported that while using bd trucount¿ absolute counting tubes erroneous results have occurred. The following information was provided by the initial reporter: abnormal high results with lot 23128 when did the incident occur? During use trucount tubes give either normal or higher results, up to +25%. We have verified the trucount abort to eliminate a problem of undercounting of beads by aborts.

Event description:
It was reported that while using bd trucount¿ absolute counting tubes erroneous results have occurred. The following information was provided by the initial reporter: abnormal high results with lot 23128. When did the incident occur? During use. Trucount tubes give either normal or higher results, up to +25%. We have verified the trucount abort to eliminate a problem of undercounting of beads by aborts.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office contact - fahmy razak. G.1 - manufacturing site contact - fahmy razak. H6. Investigation summary:based on the investigation results, the reported issue of trucount absolute counting tubes, lot 23128, producing abnormal high results was confirmed based on the data provided by the customer. Investigation results that were performed on the indicated failure mode were the following: retain sample testing that showed that the product was performing as intended. Bhr review that showed that the product was manufactured in compliance with established process. Potential cause of customer claim was not determined. Product risk analysis identified variability among tubes as a cause for inaccurate results. Bd followed up with the customer and no response was received regarding the resolution. Complaints received for this device will continue to be tracked and trended. Information will be captured on trend reports and monitored to determine if further action is needed.